Event description:
It was reported to intuvie that there was a free flow clamp issue. There was no patient or user harm reported.

Manufacturer narrative:
It was reported to intuvie that there was a free flow clamp issue. A review of the device's serial number history found no prior similar complaints. After the device was returned for investigation, the free flow clamp failure was observed intermittently. Upon inspection, it was noted that the pipe clamp screw was installed at a slight angle. To address this, the screw was tightened, which correct the issue. However, the probable cause of the free flow clamp malfunction remains undetermined. Reference to complaint # (B)(4).